Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that they cannot hear the sound in the gantry. A philips field service engineer (fse) also reported that the operator could not hear the patient via the intercom due to a failed gantry microphone. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the patients could not hear the bugle sound (auto voice) in the gantry. This issue occurred on a brilliance 16 air CT system. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. A philips field service engineer (fse) arrived at the customer site to evaluate the CT system. The fse confirmed that the operator could not hear the patient via the intercom due to a failed gantry microphone. The fse determined the speaker and microphone were broken and needed to be replaced. The speaker (bugle) and gantry microphone assembly were replaced to correct the issue. The system is operational and in clinical use. This event has been determined not to be a reportable event.